Event description:
Same case as 2134265-2014-06844 and 2134265-2014-06843. It was reported that auto pullback failure occurred. During a procedure, an ilab was used in conjunction with a bsc catheter. When the physician performed the intravascular ultrasound automatic pull back failed. The procedure was completed by performing manual pull back using the same device. No patient complications were reported.

Event description:
Same case as 2134265-2014-06844 and 2134265-2014-06843. It was further reported that the system did not recognize the opticross catheter until they pressed ok on the touch screen. Intravascular ultrasound (ivus) was done after they opened the vessel during st segment elevation myocardial infarction (stemi). Ivus did not cause stemi.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).